Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. Concluded that the reported event may have occurred because the camera cable was broken due to unexpected stress on the camera cable by user's handling. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. Olympus repair center inspected the device and confirmed the following; the insulation on the camera cable was torn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the camera cable was broken. There was no report of patient injury associated with the event. Olympus inspected the device at olympus repair center in hamburg and found that interference stripes were displayed on the endoscopic image due to the broken camera cable.